Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient did not fall. The patient's programming was inefficient and she had a return of incontinence. It was also reported the patient's lead migrated and she was hospitalized (B)(6) 2014, to change the electrode. Reprogramming was performed and the event was resolved. The event was assessed as serious, related to the electrode, and not related to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208942316, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional of a foreign clinical study reported the patient had a return of urinary incontinence on (B)(6) 2014 following a fall. The electrode was changed as an intervention. The outcome was unknown at the time of report. If additional information is received a follow-up report will be sent. The patient's indication for use is idiopathic functional urinary incontinence.